Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s device stopped working two years ago. The patient reported that she called a former rep multiple times, but never received return phone call and so she stopped calling. The patient stopped attempting to charge and also didn¿t call the other rep or team lead despite having both of their numbers. The rep offered to do an antenna locate and trickle charge the ins, but the patient refused. The rep noted that they were invited to this appointment by accident. The patient no longer saw the implanting physician and now saw another physician who refuses to use the manufacturer¿s products. The physician was to send the patient to someone to explant the ins. No further complications were reported.